Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that when doctor opened the implant vial there was no implant inside. Procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) packaging was returned for investigation. Visual evaluation of the as returned product packaging identified an empty outer vial with broken tamper resistant tabs was returned. No inner vial, implant or mount was returned. The outer box had tape, pen and signs of use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (1231050). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1229113) for similar events and no other complaints were identified. Additionally, this lot has been fully distributed from the manufacturing site. Therefore, based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable as the conditions of the product when it first reached the customer are unknown.

Event description:
No further event information is available at the time of this report.